Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 24, 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 610 mg/dl. Customer's nurse report other blood glucose values were 265 mg/dl, 665 mg/dl, 250 mg/dl and 185 mg/dl. The customer experienced symptoms such as nausea, headaches, chills and vomiting. The customer was treated with insulin drip and insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.